Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 7 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Received seven closed samples and one detached needle with rests of thread inside the needle. Tested the needle attachment of the seven closed samples received and the results fulfill the OEM requirements. A 2.60 kgf in average and 1.77 kgf in minimum (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the requirements. Final conclusion: although the results of the closed samples received fulfill the OEM specifications, note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complanit: austria. The client repoted that the needles detached already several times with sutures from this batch. One (1) detached needle (and the pouch) and 7 pouches originally sealed was sent.